Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.